Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with multiple episodes of ams via merlin.net transmission. Review of the episodes revealed far-r oversensing, followed by bi-v paced event. Recommended programming changes were made. The patient will continue to be followed normally.